Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule fully closed, the end cap/screw gear snap fit was connected visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Upon full retraction of the deployment knob, the actuator components separated. A crack was observed on tab 3 of the male actuator component and tab 4 of the male actuator component was detached. Procedural images were submitted to medtronic for review and showed one of the snap fit tabs on the actuator component was damaged. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were submitted to medtronic for review and confirmed the actuator separation. Difficulty advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calci fication, tortuosity, etc.). Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. In this case, the patient had a heavily calcified aortic valve, which may have contributed to the advancement difficulty. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have contributed to the positioning difficulty, but the cause could not be conclusively determined. The suspect dcs was returned for analysis; upon full retraction of the deployment knob the actuator components separated actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-dilation was performed. The de livery catheter system (dcs) was inserted and the capsule of the dcs was unable to pass the valve. The dcs was pulled back into the descending aorta and turned 90 degrees. The dcs was able to be positioned correctly into the aortic valve. The valve was 80% deployed and the position was too low in the left coronary cusp. It was attempted to recapture the valve, however the deployment knob broke apart. The valve was 2/3 recaptured when this occurred. No additional force or unusual resistance was reported. The deployment knob was pushed together and the valve was recaptured and deployed in a good position of 3-6mm. An angiogram revealed mild aortic regurgitation. Transthoracic echocardiogram showed no aortic regurgitation and good hemodynamics. It was reported that the patient had a heavily calcified porcelain aortic valve and calcified aortic valve. The annulus diameter was 28.6mm. No adverse patient effects were reported.